Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/02/2022, it was reported by a sales representative via sems that an ar-6068c crescent, quickpass lasso had an issue, the tip pulled off in the case, and was removed safely. This was discovered during use with no impact to the patient. On 03/16/2022, the sales representative stated the following case information via email and over the phone for additional clarification: this event occurred during a labrum repair. When the surgeon used the complaint device, the metal tip broke off and was embedded in the labrum. It took a while to find the tip. In order to remove it, they shaved tissue away and used suction to place it in reach of the grasper. Once they accomplished that, they switched to a different quickpass lasso (part and lot number unknown) to complete the procedure successfully. The procedure was delayed by 15 minutes, no additional anesthesia was required and there was no harm to the patient since they were able to remove it. The patient is fine to date.